Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no button response, due to corroded keypad traces. No moisture damage on electronics noted. Insulin pump received with minor scratches on display window, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and lcd bleeding.

Event description:
Customer reported a keypad anomaly. The customer stated the insulin pump was exposed to water from the sink. The customer's blood glucose was 470 mg/dl. The customer has treated their blood glucose with an injection. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided